Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/23/2025, a facility representative reported via (B)(4)that an ar-s7110-030-330w 3 x 330mm wishbone cup forceps was broken. This was discovered during a case. There were no adverse effects.